Event description:
A customer reported a "scan again in 60 mins" message with the freestyle libre 2 sensor. The customer was unable to obtain sensor readings and experienced symptoms of lightheadedness and a loss of consciousness. The customer was able to regain consciousness on their own and self-treated with orange juice. There was no report of third-party medical intervention. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 1 (storage state) . Insertion failures was observed. No failure modes were observed upon visual inspection of the sensor plug . Visual inspection was performed on the returned sensor tail, no blood watermark was observed on the tail indicating an insertion failure. An insertion failure is due to the sensor not being properly inserted. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "scan again in 60 mins" message with the freestyle libre 2 sensor. The customer was unable to obtain sensor readings and experienced symptoms of lightheadedness and a loss of consciousness. The customer was able to regain consciousness on their own and self-treated with orange juice. There was no report of third-party medical intervention. There was no report of death or permanent injury associated with this event.